Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 777c42, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: . Was the firing sequences started? If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Were there staples missing from the staple line? 5. If yes, was the staple line complete? 6. Did the device cut? 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line 9. Was there any difficulty opening the device jaws? 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. 12. Was there a patient consequence? If yes, how was the issue addressed? 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -details could not be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the staple couldn't cut the tissue. Changed the new one to complete surgery. No additional information can be provided.